Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 67, pump error 63, and pump error 49. The insulin pump's screen was damaged. The screen had a crack and the key sheet was damaged as well. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a critical pump error. The boot loader trace analysis showed a critical pump error was triggered by a main serial flash test failure. The formatted history file confirmed the pump error 49, 63, and 67 was present. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current and active current measurements due to a critical pump error. The pump was received with a scratched case, a missing display window cover, a cracked case behind the pump near the battery compartment, a faded serial number label, a scratched keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window. No cracked lcd window was noted.